Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The manufacturer receiving that the patient has alleged kidney disease/toxicity and copd. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section adverse event/product problem in box b, initial reporter (rfb) in box e, patient outcome code grid, health impact grid, evaluation method code grid, evaluation results code grid, conclusion code grid, recall (z) number (rfb) in box h has been updated/corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious patient harm or injury. During the evaluation of the device at the manufacturer, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the device's downloaded logs were reviewed by the manufacturer. There was zero error code found. The manufacturer concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In box g: date received by mfg (rfb) has been updated. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.